Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted, give date: not applicable, the lens remains implanted to date. Phone number: (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic got stuck during the intraocular lens implant with a part of the lens inside the eye, and the haptic that was caught had been separated and the entire lens was implanted. The physician checked if there were scratches on the lens during operation and no crack or impression were found on the lens. The lens remains implanted. The procedure was completed successfully. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 09/24/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the dcb00v device was not returned in its original package. The sample was evaluated with sme (subject matter expert) to address the complaint reported. Visual inspection using magnification was performed to the returned sample and the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tip section was observed deformed. The lens was not returned. The device was disassembled to address the complaint issue reported. No manufacturing defects were observed that could impair functionality in the device. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned; there is no indication of a product quality deficiency all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.